Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer biomedical engineer (biomed). The customer was questioning ultrasound (us) measurements from the transducer. The transducer's fetal heart rate (fhr) readings seemed too high (180 vs 80) as compared to alternate transducer while monitoring twins. No other troubleshooting was done, as the customer was requesting a replacement transducer under warranty. Based on the information available, the cause of the reported problem was not able to be confirmed, as no further troubleshooting was performed. The reported problem was confirmed. The engineer provided their analysis findings. However, we are unable to confirm the final disposition of the device because no troubleshooting was done, as the customer was requesting only a replacement transducer under warranty. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the avalon us transducer indicating that the device provides incorrect readings on twins. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.